Event description:
A manufacturer representative (rep) reported a difficulty/inability to recharge. It was stated that since implant on (B)(6) 2016 the patient has only been able to get 2 coupling bars. An antenna locate was attempted which ranged from 42-50 without any coupling bars, with the issue unresolved. It was alleged that there was a pocket issue with the implantable neurostimulator (ins) too deep related to the problem, and that the rep can feel the outline of the ins but cannot see it as well compared to the left side ins. As a result of the patient only obtaining 2 coupling bars on the right ins, the patient went into overdischarge. Follow up with the healthcare provider (hcp) is to be conducted. (B)(6) 2017 e1x3, e2x2, e3x2 (rep): additional information received from the rep 1 reported that an x-ray confirmed the patient's battery flipped in the pocket. A case date for the revision is unknown. Later on (B)(6) rep 2 stated that they met with the patient in (B)(6) on an unknown date and the issue did not seem to be the depth of the ins. They spoke with the surgeon about the battery possibly having been flipped and scheduled an x-ray to confirm. Rep 1 was asked to meet with the patient as they were being scheduled for a revision. On (B)(6) rep 1 reported that an x-ray confirmed and they were informed of the ins flip on (B)(6). Later on (B)(6) rep 2 confirmed that they were aware of the charging issues when the met with the patient. It was stated that the left ins would connect with all 8 efficiency bars, but the other side would only connect with 2. The hcp also agreed that it was not a depth issue, and the ins on the right side felt as if it might have been flipped. The cause of the flip remains unknown, and the patient was not charging frequently enough which caused the right ins to drain completely. This caused the patient's symptoms of tremor and rigidity to re-emerge. A revision date has yet to be scheduled. The patient's indication for implant is parkinson's dual and movement disorders.